Event description:
Intn'l affiliate was notified that the ipump failed to alarm as intended when the door to the pump was open and unlocked and the device continued to deliver medication. This incident occurred during use on a patient, however, there was no report of injury or medical intervention being associated with this event.

Manufacturer narrative:
The device has been requested for evaluation, but evaluation is not yet complete. As soon as additional information becomes available, a follow up report will be submitted.